Event description:
The patient reported that for several years she had an implant and also had a ¿modulator.¿ the patient stated it was no longer needed and ¿it didn¿t work.¿ the patient stated therapy stopped working gradually for her over the first year post-implant and her pain returned. There was a loss of therapeutic effect. The implantable neurostimulator (ins) was removed (B)(6) 2014. The patient no longer had the implant and wanted to return the ¿modulator/accessories.¿ the patient sent in one recharger and two patient programmers. Upon device return, analysis of the patient programmer with serial number (B)(4) found that there was no significant anomaly. C200. Analysis of the recharger with serial number (B)(4) found that there was no anomaly. C100. Analysis of the patient programmer with serial number (B)(4) found that there was no significant anomaly. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3550-29, lot# n151860, implanted: (B)(6) 2009, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752 serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).